Event description:
(B)(6) received notification from a field clinical specialist that a patient underwent transfemoral tpvr (transcatheter pulmonary valve replacement) in a previously implanted in a non-(B)(6) surgical valve (medtronic freestyle). The non-(B)(6) surgical valve was noted to have failed due to calcification. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).